Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) to check all the lines and bags for any holes or open clamps. The hp stated, there was a clamp on the organizer that he doesn't use that was blue and the clamp was open. The tsr explained the alarm and explained the proper set up procedures. The tsr then assisted the hp to cycle power off/on twice to clear alarm and then explained the system errors 2240 and 2367. The hp stated, he would finish therapy with manuals. The tsr reviewed proper procedures per the user manual with the reporter. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error, open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.